Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: h6 (component code, clinical code, device code).

Event description:
It was reported that a patient with a 27mm surgical aortic valve, underwent a valve-in-valve procedure after an unknown implant duration due to calcified, severe aortic stenosis, mild aortic regurgitation. The patient presented with class 3 chf. The procedure was performed with a 26mm 9750tfx valve. The patient tolerated the procedure well and was transferred to the pcu in stable condition. On pod #1, the patient was discharged home.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: h6 (investigation findings, and investigation conclusions). The device history record (DHR) could not be reviewed, as the device serial number was not provided. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. Since the implant duration of the valve is unknown, as a conservative approach, an implant duration of both less than 5 years and greater than 5 years is being considered. The most likely cause is patient factors, including corona artery disease (cad), history of bicuspid aortic valve and hyperlipidemia (hld).

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm surgical aortic valve, underwent a valve-in-valve procedure after an unknown implant duration due to stenosis. The procedure was performed with a 26mm 9750tfx valve.